Event description:
It was reported that this right ventricular (rv) lead was explanted due to twiddlers syndrome. Lead measurements were normal; however, the physician expressed concern in regard to future lead performance if it remained implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).